Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. A system interconnection ECG flex cable was replaced as a precaution. The device passed all testing which included ECG testing, pacer testing and final testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.